Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported frayed wires of the power extension cable of the patient electronic system (pes). The pes would not turn on. The patient was able to get the pes to turn on by holding the power extension cable but it shut off if the power extension cable was moved. The pes was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system (pes) was received for evaluation. The reported event of frayed wires and pes not turning on was confirmed. Visual inspection revealed that the power extension cable was frayed with exposed wires. During the initial investigation boot-up the unit was unable to power on due to a frayed and exposed power extension cable. The backplate of the device and power extension cable were removed, and the power supply was connected directly to the device and the device was able to power on and send reading successfully. No loss or interrupted power was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.